Manufacturer narrative:
Additional reporter info: (B)(6). The customer returned the pump to smiths medical, but requested it be returned to them with no investigation.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed "no disposable, clamp tubing" during use. It was reported that after the pump was turned off and back on, it worked normally, but "after a while, the same alarm" occurred. No adverse patient effects were reported.